Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tube , the device experienced stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced 2 occurrences of stoppers popping off. During one occurrence an employee was exposed to blood. Received, - "alerting you to a potential issue with the bd vacutainer blood collection tubes with green tops. A user reported pressure built up during mixing and the cap failed spraying the user in the face. This occurred on two separate occasions, (B)(6). Product name: bd vacutainer blood collection tube (green). Lot number: b210136d, ref# (B)(4) any harm? Yes, blood splash to the eyes. What is the issue you experienced? An urgent care nurse reported lightly vibrating the tube after blood draw to mix blood product. Once shaking stopped and finger removed from top, the cap burst off and blood erupted spraying the user, wall, and ceiling. The nurse is experienced with blood draws and has not previously encountered issues. No issues with same lot from lab users. Sample available? Yes, I believe there were some clean tubes from the same lot preserved in the urgent care and lab departments." On (B)(6) 2021: I spoke with customer whom confirmed employee did received post-exposure testing with no issues with any results. Date of event for exposure was (B)(6) 2021. This was the only date exposure occurred. Employees were inverting these vacutainers by hand when stopper popped off.